Manufacturer narrative:
The service engineer (se) inspected the device and replaced the mix controller board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "failed" and generated error codes. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Correction to section evaluation code conclusion. Additional codes added to section h6 evaluation code result. Device evaluation summary: the mix controller board was received on (B)(4) 2018. The part was visually inspected with no anomalies observed. The part was installed into a test ventilator for analysis. The ventilator passed the power on self test with no errors; however, it failed calibrations with an error message. The part was sent to it's manufacturer (sanmina) today, (B)(4) 2019, for further analysis. The manufacturer vendor ((B)(4) ) finding are as follows: damage to the component (B)(4) . If information is provided in the future, a supplemental report will be issued.